Manufacturer narrative:
The device was not available to be returned and the lot number is unknown.

Event description:
A sales representative reported that a doctor's patient was experiencing a reaction after receiving an orthovisc injection. The doctor reported that a (B)(6) male patient within two-three days after receiving his second bilateral orthovisc injection on (B)(6), 2015 started to have pain and swelling on the right leg only, left leg was fine. The doctor reported that the patient went to the emergency room on (B)(6), 2015 for knee pain and swelling (no fever or infection). The doctor stated that the patient had the knee aspirated, did cultures (wbc 80,000) and negative for bacterial. The doctor stated that the patient came back to the office on (B)(6), 2015 to have the knee aspirated each time. The doctor reported that the cultures were negative and white count was 55810, 89 neutrophils, yellowish color, no odor. The doctor reported that on (B)(6), 2015 the patient came to the office and the doctor aspirated, debrided loose meniscus tissues, cleaned out floating cartilage and injected steroid. The doctor stated that the patient is now fine. The doctor reported that the patient had his first orthovisc injection on (B)(6), 2015.